Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: firing stopped after starting the first fire. The surgeon pressed the blue button again, but nothing changed. After releasing from tissue, some staples at the proximal side of jaws had completed firing. There was no problem in setting up the handle and the adaptor. The battery used for the procedure had been fully charged. There was no adverse event. The operating time not extended. The patient gender, age, and weight are not provided. There was no tissue loss or tissue damage. Nothing fell into the cavity. There was no bleeding over 500cc's. To correct the issue, a competitor's device was used for reconstructions. There was no reinforcement material used. The last known patient status is good.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation concurrently with engineering of one handle, one adapter, and two reloads. The plungers on the handle buttons were slightly discolored. No visual abnormalities were noted for the handle or adapter. Visual examination of the first staple cartridge noted that the reload was partially fired with the interlock engaged and the jaws open. Staple pushers were visible at the 5.5 cm cut line indicating the point where the handle compression had stopped. Visual inspection of the second cartridge revealed that the reload had a full staple complement. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. A pmv battery pack was loaded into the handle, which powered up properly; system calibration was successful indicated by the steady green light above the handle symbol. The adapter was inserted onto the handle and calibrated without issue. The first returned reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The returned reload was then fired centered on indicated foam test media after overriding the interlock. The device entered slow mode, but was able to complete the firing. The reload cut cleanly on the appropriate test media and the staples deployed and were placed properly. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The second returned reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The returned reload was then fired fully articulated left on indicated foam test media. The device entered slow mode, but was able to complete the firing. The reload cut cleanly on the appropriate test media and the staples deployed and were placed properly. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The adapter was paired with the returned handle, and fired on the engineering a1 fixture. The output force was determined to be adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). The product was found to be in proper working condition as per the design and the IFU. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.